Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/1.0/093 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault . This exchange resolved the problem. Cause of event is unknown.

Manufacturer narrative:
Corrected data: device code 1494 (off label use: age < 21 years old) should have been included in initial MDR. Additional information: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).